Event description:
It was reported an issue with novosyn quick suture. The client reported that on several occasions, when doing the second stitch, the needle thread has come loose. It has occurred in the general surgery service. It has not caused harm to any patient and the delay in the operating room has only been to continue suturing again.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 20 closed samples and 1 open sample, with the aluminum closed but without the secondary packaging). Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.85 kgf in average and 0.53 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum) furthermore, needle attachment strength results before releasing the product were 0.85 kgf in average and 0.51 kgf in minimum and fulfilled ep requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.